Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the touch screen became cracked upon impact with a door. Additionally, the pump touch screen had ink blots that blocked graphics and text the touch screen also became unresponsive. Customer's blood glucose was 120 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available as well.